Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Corrected data: updated patient gender from male to female.

Event description:
Edwards received information that after an implant duration of fifteen (15) years, three (3) months, this surgical valve had a transcatheter valve implanted (valve-in-valve) due to aortic stenosis, secondary to degeneration and low grade calcification. A transcatheter valve was implanted with no reported complications and the patient is noted to have a good outcome.

Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation is unknown. A 23mm transcatheter valve was implanted in the aortic position with no additional details provided.